Event description:
This bebird r1 wax removal tool for ear straight up blew up on me the second time I charged it. This morning I had it sitting on the little shelf by the bathroom sink charging, I was just finishing up shaving (like 3 mins) and I started smelling something burnt. When I unplugged it, it popped and caught fire right there. The back of my hand got burned, I just came back from urgent care where they wrapped it up. Here's the info: order #: (B)(6). Product: bebird r1 wax removal tool for ear - spade ear canal cleaner with camera 1080p earscope, wax remove ear picker with vari replacement tips, camera with 6led light for ear/nose/throat examination, black seller: bebird official us link: https://www.amazon.com/dp/ b08m9g18h3?ref_=ppx_hzod _title_dt_b_fed_asin_title_0_1 this isn¿t just a quality issue, it's a straight safety hazard. I need this reported to your safety team, not just tossed in as a normal refund thing.